Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to pocket infection. Reportedly, the patient was evaluated by the emergency physician, and the consult was referred to the electrophysiologist, who confirmed a pocket infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This crt-p was explanted.